Event description:
It is reported that a customer experienced high blood glucose level was around the 400-500 mg/dl range. The patient does not recall any significant events that may have led to the high blood glucose. The patient was helped with trouble shooting. Customer states he had an issue with the infusion site coming unstuck from his body due to moisture. The patient was advised to look up the company's website to help with tips on taping methods so he would not have that issue. Another issue found was that the tubing was hung up inside his belt. Customer was helped how to use the quick release correctly and was advised to monitor the insulin pump and if any other information then that he would call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge